Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify missing segments/partial display, perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Customer reported via phone call that they had some problems with insulin pump. Customer¿s blood glucose level was 80 mg/dl. The customer was assisted with troubleshooting. Customer states that the battery warning came on low battery so they changed the battery and the insulin pump would not accept the battery after trying several battery the insulin pump just went dead. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states that the outer black plastic of battery cap looks a little worn but still connect to the insulin pump. Customer states that they has stopped using the insulin pump for away and left the battery in it and when going back to use it was corroded a little but they cleaned the compartment and the insulin pump started back working fine. Customer states the spring was neither damaged nor corroded. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.